Manufacturer narrative:
Device evaluation completed on 5/20/2019: during evaluation of the device it was observed to be intact. Leak testing was performed and a rent measuring approximately less than 0.1 cm located at the tubing. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were discovered. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor siltex contour profile spectrum 350cc saline breast implants which the left side deflated after implantation. As a result patient had the device removed and replaced with serial number (B)(4), catalog number 3341152 on (B)(6) 2018.